Event description:
The pt underwent implantation of a synchromed pump and catheter on 1999 for intrathecal infusion of baclofen for intractable spasticity. The hcp reported on the annual device tracking report that the pt had developed a granuloma with catheter migration. The pt experienced increasing spasticity with baclofen increased to 700 mcg/day. The pt underwent catheter replacement with baclofen decreased to 110 mcg/day with a good therapeutic response.